Event description:
Customer reported an erroneous high accu tni (troponin I) test result was obtained for one patient sample when using a unicel dxc 600i synchron access clinical system. The initial test result was above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Repeat analysis was performed. The test results were normal. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Samples were serum, collected at the same time. Samples were centrifuged for 6630 rpm for 10 minutes. The specimens were sampled from the primary tubes. Quality control (qc) was within specifications prior to and after the event. A system check performed on (B)(4) 2009, failed due to the substrate %cv resulting out of specifications high. A passing system check was not supplied. There were no patient result flags with the erroneous results. Service was offered and the customer declined. On (B)(4) 2009, the customer stated there were no further issues. Root cause was not determined. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.